Manufacturer narrative:
This MDR is a result of retrospective review of complaints. The user reported skin irritation caused by the white adhesive patches with symptoms of redness. The user has a history of sensitive skin and is reported to have not used any kind of lotions or creams on the area. Tegaderm dressing was being used. The lot number and expiration date of the white adhesive patches could not be confirmed due to the user not having the patches during the call and remaining unresponsive to communication attempts made by customer care. The skin irritation was confirmed by the doctor, and 30 clear patches were sent to the user as a courtesy since the user preferred the clear patches over the white patches. The hcp prescribed the user steroids ointment for the irritation, and the user is using the system with up-to-date information. No further resolution was necessary for this complaint.

Event description:
On march 13, 2024, senseonics was made aware of an event where the user reported irritation on the arm caused by the white patches.